Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 281 mg/dl and the cause was not known. The customer disconnected from the pump and used an insulin pen to address the bg. During a pump system check, the time was found to be off by 20 minutes. Tandem technical support assisted the customer with correcting the time. The cause of the incorrect time was not known. Reportedly, the customer changed the infusion set site and reconnected to the pump later that day.